Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure and did not report any third party treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0c28kmnve was returned and investigated. Performed a visual inspection on the returned sensor, and no issues were observed. The sensor was placed into the test fixture and an attempt to scan the sensor with the evaluation module (evm) and extract the data, was unsuccessful. The sensor was de-cased and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). The returned battery was measured and found to be out of specification range. The battery was unsoldered from the pcba, the sensor was placed back into the test fixture and attempts to scan were still unsuccessful. Extended investigation has been performed on the returned, de-cased sensor and no evidence of misuse or contamination was observed. Placed the sensor into libre 3 fr4 fixture and attempted to extract the patch. The sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Attempted to re-program returned sensor and an error message was observed which prevents re-programming of the sensor. Unable to monitor the sensor's power consumption due to the error message. Unable to perform the investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure and did not report any third party treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure and did not report any third party treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.